Manufacturer narrative:
(B)(4). Device not yet received.

Event description:
It was reported that the locator abutment (iloa004) loosened in the lower jaw. A new abutment was ordered and will be placed after product receipt.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One locator abutment was returned for evaluation. The product was shipped to the supplier (B)(4) for evaluation. The supplier's visual inspection revealed signs of excessive wear in the coronal portion. No product discrepancies were noted during the visual inspection. At this time, we are working on retrieving a DHR review from the supplier. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. Device evaluated by manufacturer: change "no" to "yes".